Event description:
A malfunction was reported concerning the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, and although they did not have the necessary charging supplies at the time of the call, they indicated they would perform the reset independently and contact support again if the issue continued.